Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling. It should be noted that the perclose proglide instructions for use, states: this device should only be used by physicians who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. The additional proglide device referenced is being filed under a separate medwatch report.

Event description:
It was reported that suture placement in a heavy calcified left common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a percutaneous coronary impella (pci) interventional procedure. Reportedly, the suture was not present when the plunger was removed from the first device. A second device was attempted and the suture was not present when the plunger was removed as well. The sheath size remained 6f and the pci procedure was completed. Hemostasis was achieved with manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.